Event description:
Consumer states that the right arm rest on his scooter falls off and has to be tapped back on. Consumer believes he has a l3x scooter but could not locate a serial number. No patient injury reported, no additional information provided.